Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following replacement surgery, the patient became tachy with high blood pressure which came on "pretty suddenly after implant". The tachycardia was so bad that she went to urgent care because she thought she was having a heart attack, where they ruled out a heart attack and reported no signs of infection. The patient's physician advised the patient to tape the magnet over the device and to follow up with a cardiologist. Additional information received noting that the patient experienced chest pain definitely related to the implant procedure and probably related to the device. Tachycardia is also reported and noted to be probably related to the implant procedure and the device. Medication was added for the chest pain and the tachycardia. No other relevant information has been received to date.

Event description:
The adverse event term for the reported chest pain was updated to 'chest pain (non-cardiac/sternal aches)', this event did not meet the serious adverse event criteria and has a moderate severity. The intervention taken included stimulation being interrupted and medication being added.

Event description:
Additional information received noting that the patient was referred to cardiology to determine if the tachycardia and chest pain are related. It was noted that the tachycardia didn't meet the criteria of a sae as it was not life-threatening. There weren't any indications of any permanent impairment to the patient's body function and the patient was not hospitalized.